Event description:
It was reported that post a stenting treatment procedure, coronary artery disease occurred. The index procedure treated an 85% stenosed, 3.00x12.0mm lesion located in the first obtuse marginal (om) artery with pre-dilation and placement of a 3.00x16mm taxus express2 stent, resulting in 0% residual stenosis. The pt was discharged one day later on aspirin and clopidogrel. At 279 days following the index procedure, the pt presented for his nine month follow-up angiogram and was asymptomatic. Core lab data noted 7.56% stenosis of the first om. The 80% stenosed lesion located in the second om was treated with 2.50x12mm and 2.50x14mm non-bsc stents, resulting in 0% residual stenosis. The pt was discharged one day later on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.